Manufacturer narrative:
Initial reporter phone #: (B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ cdc anaerobe 5% sheep blood agar catalog number 221733 which is a class 1, 510(k) exempt device. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbltm cdc anaerobe 5% sheep blood agar, biological contamination was observed. There was no report of confirmatory test. There were no results reported to physicians and there was no patient impact. The following information was provided by the initial reporter: "get moldy."

Manufacturer narrative:
H.6. Investigation summary: material # 252467, lot 2130474. We couldn't confirm this issue as a report because no photo of contamination. The photo didn't show agar surface. No issue in retention samples or DHR. No trend. We will continue to monitor this issue.

Event description:
It was reported that while using the bd bbltm cdc anaerobe 5% sheep blood agar, biological contamination was observed. There was no report of confirmatory test. There were no results reported to physicians and there was no patient impact. The following information was provided by the initial reporter: "get moldy."